Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusion: the selected occluder size was too small for the defect.

Event description:
The pt was having an anterior/superior asd (atrial septal defect) closed with a helex septal occluder. The pt had epstein's malformation. The left leaflet of the tricuspid valve appeared to be sealed to the wall of the right ventricle. The defect measured approx. 13mm with echocardiography. The 25mm device was placed in the defect and a small residual shunt measuring 3-4mm was noted. The physician decided not to use a larger device in fear of impinging on the mitral valve and was hopeful that the small residual shunt would lessen once tissue in-growth began. The device was locked and the pt was released from the cath lab. The following morning, the device was not seen on the follow up echo. The physician took the pt for an x-ray and found the locked device above the aortic valve. The physician decided to remove the device and repair the asd surgically in 2007. The pt was doing well following the surgery.